Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions to reset the pump, and the customer successfully completed the process without recurrence of the malfunction code; thus, the customer was advised to continue using the pump and to call back if any issues reoccurred.